Manufacturer narrative:
A ge representative evaluated the system and adjusted 5v power supply. System operates as intended. (B)(4).

Event description:
The customer reported scrambling on the main frame doghouse. No pt injury was reported.